Event description:
A us distributor reported that a battery would not power on a monitor and a charger was resetting.

Manufacturer narrative:
Device evaluation of battery pack has been completed. The reported problem (will not power up) was confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. No adverse event resulted from the damaged battery. Device evaluation of battery charger has been completed. The reported problem (battery/charger faults) was confirmed. Upon investigation the battery charger was unable to charge a battery pack. The cause was contamination on the battery board, u13 cmos flash microcontroller and the y1 crystal oscillator was open. The cause of the inability to charge the battery packs is the contamination, shorted microcontroller and open oscillator. The cause of the open oscillator is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged charger.